Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 70 mm thoracic aortic aneurysm. It was reported that on the one week post op CT scan, a possible type iii fabric endoleak was observed. Per the physician the endoleak was coming from a pinhole on the stent graft. An angiogram done one month post implant confirmed that there was a type iii fabric, endoleak. The physician implanted another manufactures device to treat the type iii fabric, endoleak: however, the endoleak did not resolve. Per the physician, the cause of type iii fabric endoleak was unknown. It was noted that the patient was stable. The patient will be monitored. No additional sequelae were reported.